Manufacturer narrative:
This follow-up report is submitted, to FDA in accord with applicable regulations. And as indicated, by terumo cardiovascular systems in the initial report submitted to the FDA on june 28, 2021. Upon further investigation of the reported event. The following information is new and/or changed: d4: (additional device information, added exp date). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up, due to additional information). H4: (device manufacture date). H6: (identification of evaluation codes 3331, 4114, 174, 12). Type of investigation #1: 3331, analysis of production records. Type of investigation #2: 4114, device not returned. Investigation findings: 174, material and/or chemical problem identified. Investigation conclusions: 12, cause traced to device design. The affected sample was not returned for evaluation. An engineering investigation has been completed. And design changes have been implemented to prevent recurrence. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the arm links got stuck and bound together and were difficult to use and position. It is unknown whether there was a delay in the procedure. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. No consequences or impact to patient. The product was not changed out. The surgery was completed successfully.